Event description:
It was reported via social media that a device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed with a watchman flx laa closure device with delivery system. At an unspecified time post procedure the device migrated within the heart. The patient has continued on blood thinners since the event.